Manufacturer narrative:
This product is manufactured in (B)(6) but not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm, icm120v4 implantable collamer lens, -12.5 diopter, in the patient's right eye (od) on (B)(6) 2009. The reporter indicated the patient experienced refractive change overtime. The patient decided to proceed with lasek, which was performed on (B)(6) 2018 and the problem was resolved. The lens remains implanted.

Manufacturer narrative:
Corrected data: date of report should be corrected to 16-jul-2018 from 17-jul-2018 in original MDR. Date received should be corrected to 16-jul-2018 from 17-jul-2018 in original MDR. Claim#: (B)(4).